Event description:
The patient had an allergic reaction a month after his cypher implantation. The allergic reaction was noted at his knees, legs, hands and lips. Patient contacted his primary care physician and he ordered corticosteroid medication. He also stopped the enalapril and amlodipine medications. Two days later at the follow-up visit, the patient was feeling fine and no allergic symptoms. The physician started the patient on telmisartan medication.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of two products involved with the reported event. The associated manufacturer report number is 9616099-2007-01111. This report originated from the study. The event involves a patient with unknown medical history. The reason for the patient's admission to the hospital is unknown. Angiogram revealed a lesion in the proximal left anterior descending (lad) to the mid lad. Vessel characteristics, pharmacological management and procedural details are unknown. During the index procedure, the patient received two cypher select plus stents to the target lesion implanted at an unknown deployment pressure. The procedure was completed without any report of patient injury. Twenty-one days post the index procedure; the patient developed an allergic reaction. The patient presented with swelling in his knees, legs, hands, and lips. The patient contacted his primary care physician who prescribed corticosteroids. Enalapril and amlopidin were stopped at this time. A follow-up visit two days later revealed the patient's allergy related symptoms had resolved and he was reported to be feeling "fine." The physician started the patient on telmisartan. The products remain implanted; thus unavailable for analysis. However, a review of manufacturing route sheets was completed and results indicated the product met quality requirements for product acceptance. Based on the limited information available, it not possible to conclusively establish a relation between the reported event and the product. There is no indication this event is design or manufacturing related. Additional information will be submitted within 30 days of receipt.